Event description:
Literature was reviewed regarding the first case of reversible coronary artery spasm (cas) with the sphere-9 catheter during pulsed field ablation(pfa) of the mitral isthmus (mi). There was one patient who experienced a coronary spasm associated with st-segment elevation in the inferior leads, which normalized only after complete reversal of the spasm. Intravenous nitroglycerin (2 mg) was administered without resolution of the electrocardiogram (ECG) abnormalities. A coronary angiography was performed and showed a sub-occlusion of the distal left circumflex coronary artery in a location consistent with the previous pulsed field applications. Intracoronary nitrates were then administered, resulting in rapid resolution of vessel narrowing and progressive normalization of the ECG, confirming the diagnosis of cas. The status of the devices is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patients but specific details on the patient was not provided. The baseline gender/age characteristics is male/66 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: coronary vasospasm during isthmus pulsed field ablation with wide area focal catheter circulation: arrhythmia and electrophysiology. 2024; volume 17, issue 10 doi: 10.1161/circep.124.012923. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.